Event description:
Unomedical reference number (B)(4) event occurred in the united states, on (B)(6) 2024, it was reported that the patient experience that 5-infusion set were fell off during use and infusion set is long for 24 hours or less. The blood glucose level was 100-200 mg/dl. No further information available.

Manufacturer narrative:
Initial and final (B)(4) device 2 of 5.